Event description:
Lead perforated rv during implant. Patient expired in the or. During implant, fluoro image showed a sharp bend in the lead; unable to capture and r-waves only 1-3mv. Pt became hemodynamically unstable when rv lead was pulled back and was rushed to the or.